Manufacturer narrative:
B7: added medical history. D1: corrected brand name. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: (B)(6) 2007: (B)(6) medical center. (B)(6), md. History: 43-year-old female who underwent 360 back surgery with an anterior approach. Since that time she's had abdominal swelling that has worsened. On exam, she was found to have a large incisional hernia. We discussed risks and possible complications and she was admitted for repair. Implant procedure: repair of ventral incisional hernia with dual mesh. Implant: gore® dualmesh® plus biomaterial [no product ID provided] implant date: (B)(6) 2007 (hospitalization (B)(6) 2007) (B)(6) 2007: (B)(6) medical center. (B)(6), md. Operative report. Preoperative and postoperative diagnosis: incisional ventral hernia. Anesthesia: general. Estimated blood loss: < 25cc. Specimen: incisional hernia sac. Procedure: ¿previous incision was opened with a 10 blade carried through the skin and subcutaneous tissue. Hernia sac was dissected, opened and elevated. The sac was large and had a large amount of omentum that was densely adherent to the inside of the sac. Careful dissection circumferentially dissected the omentum away from the sac and the large sac excised from the fascial defect which itself was in the range of 7-8 cm in diameter. There was a fair amount of involvement of the omentum and anterior abdominal wall which required some dissection from the fascial edges to allow for closure. Small bleeders coagulated in the dissection, the omentum and the sac and couple of areas stick tied with 4-0 silk. When the dissection was free. The abdomen was irrigated. There were no other abnormalities noted and the piece of dual mesh was placed on the defect and sutured circumferentially with 0 prolene running suture in all four quadrants using four separate sutures. When the sutures were in place there was no bleeding noted. Antibiotic irrigation was used, the prolene was tied. Antibiotic irrigation used once again, subcutaneous tissue approximated with 2-0 vicryl interrupted and running suture. The skin approximated with skin staples.¿ (B)(6) 2007: (B)(6) medical center. (B)(6), md. Discharge summary. The following day she was tolerating po liquids. Abdomen is soft. There is no drainage. She desires discharge. She will be sent home with po pain medications and abdominal binder. Instructions as to wound care and activities. Call me should there be any problems, if not follow up next week. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1395, 1695, 2240-a, and 3191 appropriate term/code not available is being used for "attenuated and allowing defect to form, loss of consortium, disrupted mesh.¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6), 2010 through (B)(6), 2018 and not all records received in this time span are relevant to the two gore® dualmesh® plus biomaterials. ¿ product identification for the gore® dualmesh® plus biomaterial implanted on (B)(6) 2007 was not provided. Patient information: medical history: ¿ (B)(6) 2007: ventral incisional hernia ¿ weight - (B)(6) 2013: 150 lbs. - (B)(6) 2014: 147 lbs. - (B)(6) 2016: 159 lbs. ¿ smoking - (B)(6) 2015: smokes 2 packs daily - (B)(6) 2018: smokes 3 cigarettes daily for past 10 years prior surgical procedures: ¿ unknown date: cholecystectomy ¿ unknown date: appendectomy ¿ 1997: hysterectomy ¿ 1999: hernia and scar tissue surgery implant #1 preoperative complaints: ¿ (B)(6) 2007: history: ¿underwent 360 back surgery with an anterior approach. Since that time she's had abdominal swelling that has worsened. On exam, she was found to have a large incisional hernia. We discussed risks and possible complications and she was admitted for repair.¿ implant #1 procedure: repair of ventral incisional hernia with dual mesh. Implant: gore® dualmesh® plus biomaterial [no product ID provided] implant #1 date: (B)(6), 2007 (hospitalization (B)(6), 2007) · description of hernia being treated: ¿previous incision was opened with a 10 blade carried through the skin and subcutaneous tissue. Hernia sac was dissected, opened and elevated. The sac was large and had a large amount of omentum that was densely adherent to the inside of the sac. Careful dissection circumferentially dissected the omentum away from the sac and the large sac excised from the fascial defect which itself was in the range of 7-8 cm in diameter. There was a fair amount of involvement of the omentum and anterior abdominal wall which required some dissection from the fascial edges to allow for closure. Small bleeders coagulated in the dissection, the omentum and the sac and couple of areas stick tied with 4-0 silk. When the dissection was free. The abdomen was irrigated.¿ · implant size and fixation: ¿there were no other abnormalities noted and the piece of dual mesh was placed on the defect and sutured circumferentially with 0 prolene running suture in all four quadrants using four separate sutures. When the sutures were in place there was no bleeding noted. Antibiotic irrigation was used, the prolene was tied. Antibiotic irrigation used once again, subcutaneous tissue approximated with 2-0 vicryl interrupted and running suture. The skin approximated with skin staples.¿ · (B)(6) 2007: intraoperative nursing note: ¿dual mesh plus x 1 implanted intraop per dr. (B)(6). Mesh soaked in neosporin gel x iiii & 500cc ions x ii.¿ · (B)(6) 2007: discharge summary. ¿abdomen is soft. There is no drainage. She desires discharge.¿ revision #1 preoperative complaints: ¿ (B)(6) 2010: history & physical. "Patient did heavy lifting about 1 month; felt sharp pain. [Illegible] abdominal wall hernia. Options discussed and patient elects for hernia repair. Exam: abdomen; soft, [illegible] lower abdominal wall without [illegible]. Impression: ventral incisional hernia. Plan: repair recurrent hernia.¿ revision #1 procedure: repair of recurrent incisional hernia. Revision #1 date: (B)(6), 2010 [hospitalization dates unknown] ¿ findings: ¿left mesh disruption.¿ ¿ procedure in detail: ¿a 10 blade was used to make an incision through the skin and subcutaneous tissues, carried down to the level of the previously placed dualmesh. The mesh was dissected free from its anterior subcutaneous tissues and the lateral aspect of the mesh was disrupted from the fascia and there was obvious defect . When the entire mesh was cleared anterior and posterior omentum was freed. The fascial defect was visualized and it was felt that approximation of the fascia and the mesh could be carried out with a #1 prolene suture. This was done in a running fashion with care not to incorporate the intra-abdominal tissues. Sutures were tied, antibiotic irrigation was used. Subcutaneous tissues were approximated with 2-0 vicryl interrupted and running sutures. Skin was approximated with the skin staples. The patient tolerated the procedure well, taken to the recovery room in stable condition.¿ implant #2/explant #1 preoperative complaints: ¿ (B)(6) 2013: history & physical. ¿new area of swelling left lower quadrant abdomen. Hernia-options and risks discussed, opts for repair. Exam: abdomen; soft, left lower quadrant 2-2 ½ cm defect left of [illegible]. Impression: ventral hernia. Plan: hernia repair.¿ implant #2/explant #1 procedure: repair of ventral incisional hernia with ¿dualmesh.¿ implant: gore® dualmesh® plus biomaterial (1dlmcp05/9991922, 7.5cm x 10cm x 1mm thick) implant #2/explant #1 date: (B)(6), 2013 (hospitalization date (B)(6), 2013) ¿ description of hernia being treated: ¿a 10 blade was used to make an incision overlying the area of palpable defect left to the umbilicus through the previous skin incision. Dissection was carried out through the skin and subcutaneous tissue. Small bleeders were coagulated. Dissection was carried down to the hernia sac which was opened. The sac was dissected free and it was found to be between the edges of the previously-placed dualmesh and the fascia. There was a significant amount of adhesive process involving the mesh and the anterior abdominal wall. Upon freeing up the hernia sac from the fascia and mesh, separate continuation of the defect inferiorly was found. A bridge of fascia was divided and the entire defect was connected .¿ ¿ implant size and fixation: ¿the adhesions were taken from the undersurface of the mesh and the fascia until the new portion of dualmesh could be placed. It was put in position and sutured with 0 prolene running suture circumferentially with intermittent 0 ethibond interrupted sutures. When the mesh was in place with no bleeding and no tension and carried out to incorporate the intraabdominal tissues, the sutures were tied. The wound was irrigated with antibiotics. A drain was placed and brought out laterally. The subcutaneous tissues were approximated with skin staples. Drain was sutured with 2¿0 silk to the skin.¿ ¿ (B)(6) 2013: pathology report. ¿diagnosis: soft tissue, abdomen, excision: hernia sac containing mesh with associated foreign body type reaction. Specimen and source: hernia sac. Clinical information: ventral hernia. Gross examination: the specimen is received in a container of formalin labeled ¿(B)(6), hernia sac¿. The container is opened to reveal fragments of purple tan, fibro-membranous cauterized tissue with attached fat aggregating 5 x 5 x 4.5 cm. Sectioning reveals blue plastic mesh material within some of the tissue . Representative sections are submitted in a single cassette. ¿ (B)(6) 2013: discharge. ¿skin: abdomen, mid abdomen with island dressing and abdominal binder. Jp drain to abdomen. Empty drain as needed; call if output greater than 200 ml per day. Follow up (B)(6) 2013.¿ revision #2 preoperative complaints: ¿ (B)(6) 2013: history & physical. ¿recently fell [illegible] and old [illegible] abdominal tender, swelling. Now with [illegible]. Repair asap. History: asthma. Exam: abdomen; [illegible] tender in mid abdomen, no red. Hernia; about 3 cm defect. No erythema. Impression: incisional hernia. Plan: repair incisional hernia.¿ revision #2 procedure: repair of ventral incisional hernia. Revision #2 date: (B)(6), 2013 ¿ procedure: ¿through the previous lower abdominal incision, an incision was made with a 10 blade through the skin and subcutaneous tissue. Small bleeders were cauterized, and dissection was carried down to the previously placed dualmesh. The dualmesh was separated until an area of the lateral edge was free, consistent with the acute injury that the patient had sustained from the recent fall associated with sudden swelling in the presence of the left lateral hernia. At this time, the mesh was dissected out circumferentially. It was separated from the previous placement site in the midline and also left lateral abdomen. Adhesions were taken down. The hernia sac was separated and dissected free, and when the fascial edges were completely free, a suture of #1 prolene was placed, and the mesh was sutured to the fascia laterally. This was carried around to the lower midline and then sutured to the remaining previously placed mesh medially. When this was done, the defect was felt to be adequately closed. There was no bleeding. Care was taken not to incorporate the intraabdominal tissues. The wound having been irrigated, a 19 french fluted drain was placed over the mesh and brought out laterally. Subcutaneous tissue was approximated with a skin stapler. Drain was sutured with 2¿0 silk to the skin.¿ ¿ (B)(6) 2013: pathology report. ¿diagnosis: incisional hernia, tissue from repair: benign fibrofatty tissue, consistent with hernia sac, with fibrosis and focal foreign body reaction. Specimen and source: hernia sac. Clinical information: incisional hernia. Gross examination: the specimen is received in a container of formalin accompanied by a requisition both labeled ¿(B)(6), hernia sac.¿ the specimen consists of multiple pieces of fibro-membranous and fatty soft tissue demonstrating an aggregate measurement of 5.5 x 4.0 x 1.2 cm.¿ relevant medical information: ¿ (B)(6) 2013: emergency department. ¿presents w/ abdominal pain that is diffuse , positive fever. Recently admitted to (B)(6), discharged earlier this week, for similar complaints. Reports hernia surgery monday. Exam: abdomen; jp drain to left lower quadrant w/ serosanguinous fluid, bowel sounds diminished all 4 quadrants; no mass, rebound tenderness, involuntary/voluntary guarding, hepatosplenomegaly appreciated; firm. Pain 10/10. Symptoms markedly improved after treatment. Dr. (B)(6). Will see in office tomorrow. Discharged home in stable condition.¿ ¿ (B)(6) 2013: emergency department. ¿presents w/ abdominal pain left lower quadrant; positive nausea, vomiting. Pain described as spasm; has not experienced similar symptoms in past. States last surgery was a month ago, had mesh implanted. Abdomen/gi: scars noted in mid-abdomen, bowel sounds normal all quadrants, tenderness along midline incision; left lower quadrant greater than midline incision; mass, rebound tenderness, involuntary/voluntary guarding, hepatosplenomegaly, hernia not appreciated. Impression: acute abdominal pain. Discharged home, condition stable. Prescription for tylenol-codeine #3. Follow up tomorrow.¿ ¿ (B)(6) 2014: emergency department. ¿I have had several hernias and repairs, I am suppose [sic] to see dr. (B)(6). For one tomorrow. I need it looked at today, I am just hurting too bad.¿ ¿friday, I coughed and bent over and I felt something pop. I have had a hernia repair before with mesh, I hope it hasn¿t come loose.¿ pain: ¿pain right and left upper quadrant; radiates to periumbilical area, 8/10 on pain scale. Pain began thursday, worsening w/ time. Aggravated by cough. Current management is norco; ineffective. Assessment: pain in abdomen, sharp; began yesterday after sneezing. Aggravated by increased activity, touch. Noted to be guarding. Also complains of nausea, diarrhea, constipation. Abdomen: obvious multiple old surgeries, tender to palpation x 4 quadrants. Discharged home.¿ ¿ (B)(6) 2014: emergency department. ¿complaints of abdominal pain left upper quadrant; began suddenly 3 days ago. Has experienced similar episodes in past. Apparently diagnosed w/ abdominal hernia. States on friday, coughed and heard pop, then pain began. History of 4 abdominal hernia repairs. States appointment tomorrow w/ dr. (B)(6). Exam: abdomen; appears normal, distention not seen, bowel sounds active all quadrants, mild abdominal tenderness in left upper quadrant; mass, rebound tenderness, involuntary guarding not appreciated, no hepatosplenomegaly. Impression: abdominal pain, hernia abdominal-possible. Discharged, stable condition. Follow up tomorrow.¿ ¿ (B)(6) 2015: hospital admission. ¿ (B)(6) 2015: history & physical. ¿recurrent incisional hernia x 4. Abdomen: incisional defect left lower quadrant. Diagnosis: incisional hernia, recurrent.¿ ¿ (B)(6) 2015: open repair of a recurrent incisional hernia with mesh. Implant: bard. Findings: ¿the patient had a recurrent incisional defect below and to the left of the umbilicus. A portion of the defect was created by attenuation of the mesh. There were also several defects and [sic] the lateral fascia wall. There was also an umbilical defect. I used a 10 by 24 piece of bard mesh in an on-lay procedure.¿ procedure: ¿the old incision was opened and extended just a little bit above the umbilicus. Skin flaps were developed, completely exposing the mesh and the rectus sheaths both on the right and the left. Several defects between the mesh and the fascia were closed with interrupted #1 prolene suture. Then the attenuated portion of the mesh was imbricated with interrupted #2 prolene suture. There was a weak area just above the mesh, extending up to the linea alba which had no mesh over it. Therefore I opted to cover the entire area with a piece of bard mesh. The bard mesh was secured circumferentially with a fascial stapler. Operative site was irrigated with copious amounts of gu irrigant. A 19 french drain was placed along the wound and brought out below the incision through a separate stab wound, sutured to the skin with 3¿0 silk, connected to a 100 c.c. Jackson-pratt reservoir. The subcutaneous tissue was approximated with interrupted 0 vicryl, skin margins stapled, dressings applied.¿ ¿ (B)(6) 2015: consultation. ¿status post incisional hernia repair x 5, chronic pain, neuropathy. Postop doing well, no nausea or vomiting, pain control adequate. Social: smokes 2 packs/day. Exam: obese. Abdomen: soft, slightly distended w/ bowel sounds.¿ ¿ (B)(6) 2015: discharge summary. ¿admitted following open repair of recurrent incisional hernia. Postoperatively she has done very well. Drainage is a little bit too much to remove the drain. It is little over 30 cc. Therefore it is left in place. Incision looks good. She will be seen back in the office next week to have the drain removed.¿ ¿ (B)(6) 2016: emergency department. ¿abdominal pain w/ history of hernia x 3 days. States dr. (B)(6). Has done surgery for this before. Discharged home.¿ ¿ (B)(6) 2018: ¿chronic abdominal pain: multiple prior surgeries (appendectomy, cholecystectomy, hysterectomy, hernia repair) w/chronic generalized pain since. Reports mesh present. Smokes 3 cig/day for past 10 years. Psh: hernia repair x 5. Impression: chronic generalized abdominal pain.¿ conclusion: #1 gore® dualmesh® plus biomaterial ¿ unk. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. The instructions for use also warn ¿improper positioning of the smooth, non-textured surface adjacent to fascial or subcutaneous tissue will result in minimal tissue attachment. Persistent seroma may result.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: unk. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1395, 1695, 2240-a, and 3191 appropriate term/code not available is being used for "attenuated and allowing defect to form, loss of consortium, disrupted mesh.¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2010 through (B)(6) 2018 and not all records received in this time span are relevant to the two gore® dualmesh® plus biomaterials. Product identification for the gore® dualmesh® plus biomaterial implanted on (B)(6) 2007 was not provided. Patient information: medical history: (B)(6) 2007: ventral incisional hernia. Weight- (B)(6) 2013: 150 lbs. (B)(6) 2014: 147 lbs. (B)(6) 2016: 159 lbs. Smoking- (B)(6) 2015: smokes 2 packs daily. (B)(6) 2018: smokes 3 cigarettes daily for past 10 years. Prior surgical procedures: unknown date: cholecystectomy. Unknown date: appendectomy. 1997: hysterectomy. 1999: hernia and scar tissue surgery. Implant #1 preoperative complaints: (B)(6) 2007: history: ¿underwent 360 back surgery with an anterior approach. Since that time she's had abdominal swelling that has worsened. On exam, she was found to have a large incisional hernia. We discussed risks and possible complications and she was admitted for repair.¿ implant #1 procedure: repair of ventral incisional hernia with dual mesh. Implant: gore® dualmesh® plus biomaterial [no product ID provided]. Implant #1 date: (B)(6) 2007 (hospitalization (B)(6) 2007). Description of hernia being treated: ¿previous incision was opened with a 10 blade carried through the skin and subcutaneous tissue. Hernia sac was dissected, opened and elevated. The sac was large and had a large amount of omentum that was densely adherent to the inside of the sac. Careful dissection circumferentially dissected the omentum away from the sac and the large sac excised from the fascial defect which itself was in the range of 7-8 cm in diameter. There was a fair amount of involvement of the omentum and anterior abdominal wall which required some dissection from the fascial edges to allow for closure. Small bleeders coagulated in the dissection, the omentum and the sac and couple of areas stick tied with 4-0 silk. When the dissection was free. The abdomen was irrigated.¿ implant size and fixation: ¿there were no other abnormalities noted and the piece of dual mesh was placed on the defect and sutured circumferentially with 0 prolene running suture in all four quadrants using four separate sutures. When the sutures were in place there was no bleeding noted. Antibiotic irrigation was used, the prolene was tied. Antibiotic irrigation used once again, subcutaneous tissue approximated with 2-0 vicryl interrupted and running suture. The skin approximated with skin staples.¿ (B)(6) 2007: intraoperative nursing note: ¿dual mesh plus x 1 implanted intraop per dr. (B)(6) mesh soaked in neosporin gel x iiii & 500cc ions x ii.¿ (B)(6) 2007: discharge summary. ¿abdomen is soft. There is no drainage. She desires discharge.¿ revision #1 preoperative complaints: ¿(B)(6) 2010: history & physical. "Patient did heavy lifting about 1 month; felt sharp pain. [Illegible] abdominal wall hernia. Options discussed and patient elects for hernia repair. Exam: abdomen; soft, [illegible] lower abdominal wall without [illegible]. Impression: ventral incisional hernia. Plan: repair recurrent hernia.¿ revision #1 procedure: repair of recurrent incisional hernia. Revision #1 date: (B)(6) 2010 [hospitalization dates unknown] findings: ¿left mesh disruption.¿ procedure in detail: ¿a 10 blade was used to make an incision through the skin and subcutaneous tissues, carried down to the level of the previously placed dualmesh. The mesh was dissected free from its anterior subcutaneous tissues and the lateral aspect of the mesh was disrupted from the fascia and there was obvious defect . When the entire mesh was cleared anterior and posterior omentum was freed. The fascial defect was visualized and it was felt that approximation of the fascia and the mesh could be carried out with a #1 prolene suture. This was done in a running fashion with care not to incorporate the intra-abdominal tissues. Sutures were tied, antibiotic irrigation was used. Subcutaneous tissues were approximated with 2-0 vicryl interrupted and running sutures. Skin was approximated with the skin staples. The patient tolerated the procedure well, taken to the recovery room in stable condition.¿ implant #2/explant #1 preoperative complaints: (B)(6) 2013: history & physical. ¿new area of swelling left lower quadrant abdomen. Hernia-options and risks discussed, opts for repair. Exam: abdomen; soft, left lower quadrant 2-2 ½ cm defect left of [illegible]. Impression: ventral hernia. Plan: hernia repair.¿ implant #2/explant #1 procedure: repair of ventral incisional hernia with ¿dualmesh.¿ implant: gore® dualmesh® plus biomaterial (1dlmcp05/9991922, 7.5cm x 10cm x 1mm thick). Implant #2/explant #1 date: (B)(6) 2013 (hospitalization date (B)(6), 2013). Description of hernia being treated: ¿a 10 blade was used to make an incision overlying the area of palpable defect left to the umbilicus through the previous skin incision. Dissection was carried out through the skin and subcutaneous tissue. Small bleeders were coagulated. Dissection was carried down to the hernia sac which was opened. The sac was dissected free and it was found to be between the edges of the previously-placed dualmesh and the fascia. There was a significant amount of adhesive process involving the mesh and the anterior abdominal wall. Upon freeing up the hernia sac from the fascia and mesh, separate continuation of the defect inferiorly was found. A bridge of fascia was divided and the entire defect was connected .¿ implant size and fixation: ¿the adhesions were taken from the undersurface of the mesh and the fascia until the new portion of dualmesh could be placed. It was put in position and sutured with 0 prolene running suture circumferentially with intermittent 0 ethibond interrupted sutures. When the mesh was in place with no bleeding and no tension and carried out to incorporate the intraabdominal tissues, the sutures were tied. The wound was irrigated with antibiotics. A drain was placed and brought out laterally. The subcutaneous tissues were approximated with skin staples. Drain was sutured with 2¿0 silk to the skin.¿ (B)(6) 2013: pathology report. ¿diagnosis: soft tissue, abdomen, excision: hernia sac containing mesh with associated foreign body type reaction. Specimen and source: hernia sac. Clinical information: ventral hernia. Gross examination: the specimen is received in a container of formalin labeled ¿(B)(6), hernia sac¿. The container is opened to reveal fragments of purple tan, fibro-membranous cauterized tissue with attached fat aggregating 5 x 5 x 4.5 cm. Sectioning reveals blue plastic mesh material within some of the tissue . Representative sections are submitted in a single cassette. (B)(6) 2013: discharge. ¿skin: abdomen, mid abdomen with island dressing and abdominal binder. Jp drain to abdomen. Empty drain as needed; call if output greater than 200 ml per day. Follow up (B)(6) 2013.¿ revision #2 preoperative complaints: (B)(6) 2013: history & physical. ¿recently fell [illegible] and old [illegible] abdominal tender, swelling. Now with [illegible]. Repair asap. History: asthma. Exam: abdomen; [illegible] tender in mid abdomen, no red. Hernia; about 3 cm defect. No erythema. Impression: incisional hernia. Plan: repair incisional hernia.¿ revision #2 procedure: repair of ventral incisional hernia. Revision #2 date: (B)(6) 2013: procedure: ¿through the previous lower abdominal incision, an incision was made with a 10 blade through the skin and subcutaneous tissue. Small bleeders were cauterized, and dissection was carried down to the previously placed dualmesh. The dualmesh was separated until an area of the lateral edge was free, consistent with the acute injury that the patient had sustained from the recent fall associated with sudden swelling in the presence of the left lateral hernia. At this time, the mesh was dissected out circumferentially. It was separated from the previous placement site in the midline and also left lateral abdomen. Adhesions were taken down. The hernia sac was separated and dissected free, and when the fascial edges were completely free, a suture of #1 prolene was placed, and the mesh was sutured to the fascia laterally. This was carried around to the lower midline and then sutured to the remaining previously placed mesh medially. When this was done, the defect was felt to be adequately closed. There was no bleeding. Care was taken not to incorporate the intraabdominal tissues. The wound having been irrigated, a 19 french fluted drain was placed over the mesh and brought out laterally. Subcutaneous tissue was approximated with a skin stapler. Drain was sutured with 2¿0 silk to the skin.¿ (B)(6) 2013: pathology report. ¿diagnosis: incisional hernia, tissue from repair: benign fibrofatty tissue, consistent with hernia sac, with fibrosis and focal foreign body reaction. Specimen and source: hernia sac. Clinical information: incisional hernia. Gross examination: the specimen is received in a container of formalin accompanied by a requisition both labeled ¿(B)(6), hernia sac.¿ the specimen consists of multiple pieces of fibro-membranous and fatty soft tissue demonstrating an aggregate measurement of 5.5 x 4.0 x 1.2 cm.¿ relevant medical information: (B)(6) 2013: emergency department. ¿presents w/ abdominal pain that is diffuse , positive fever. Recently admitted to (B)(6), discharged earlier this week, for similar complaints. Reports hernia surgery monday. Exam: abdomen; jp drain to left lower quadrant w/ serosanguinous fluid, bowel sounds diminished all 4 quadrants; no mass, rebound tenderness, involuntary/voluntary guarding, hepatosplenomegaly appreciated; firm. Pain 10/10. Symptoms markedly improved after treatment. Dr. (B)(6) will see in office tomorrow. Discharged home in stable condition.¿ (B)(6) 2013: emergency department. ¿presents w/ abdominal pain left lower quadrant; positive nausea, vomiting. Pain described as spasm; has not experienced similar symptoms in past. States last surgery was a month ago, had mesh implanted. Abdomen/gi: scars noted in mid-abdomen, bowel sounds normal all quadrants, tenderness along midline incision; left lower quadrant greater than midline incision; mass, rebound tenderness, involuntary/voluntary guarding, hepatosplenomegaly, hernia not appreciated. Impression: acute abdominal pain. Discharged home, condition stable. Prescription for tylenol-codeine #3. Follow up tomorrow.¿ (B)(6) 2014: emergency department. ¿I have had several hernias and repairs, I am suppose [sic] to see dr. (B)(6) for one tomorrow. I need it looked at today, I am just hurting too bad.¿ ¿friday, I coughed and bent over and I felt something pop. I have had a hernia repair before with mesh, I hope it hasn¿t come loose.¿ pain: ¿pain right and left upper quadrant; radiates to periumbilical area, 8/10 on pain scale. Pain began thursday, worsening w/ time. Aggravated by cough. Current management is norco; ineffective. Assessment: pain in abdomen, sharp; began yesterday after sneezing. Aggravated by increased activity, touch. Noted to be guarding. Also complains of nausea, diarrhea, constipation. Abdomen: obvious multiple old surgeries, tender to palpation x 4 quadrants. Discharged home.¿ (B)(6) 2014: emergency department. ¿complaints of abdominal pain left upper quadrant; began suddenly 3 days ago. Has experienced similar episodes in past. Apparently diagnosed w/ abdominal hernia. States on friday, coughed and heard pop, then pain began. History of 4 abdominal hernia repairs. States appointment tomorrow w/ dr. (B)(6) exam: abdomen; appears normal, distention not seen, bowel sounds active all quadrants, mild abdominal tenderness in left upper quadrant; mass, rebound tenderness, involuntary guarding not appreciated, no hepatosplenomegaly. Impression: abdominal pain, hernia abdominal-possible. Discharged, stable condition. Follow up tomorrow.¿ (B)(6) 2015: hospital admission. (B)(6) 2015: history & physical. ¿recurrent incisional hernia x 4. Abdomen: incisional defect left lower quadrant. Diagnosis: incisional hernia, recurrent.¿ (B)(6) 2015: open repair of a recurrent incisional hernia with mesh. Implant: bard. Findings: ¿the patient had a recurrent incisional defect below and to the left of the umbilicus. A portion of the defect was created by attenuation of the mesh. There were also several defects and [sic] the lateral fascia wall. There was also an umbilical defect. I used a 10 by 24 piece of bard mesh in an on-lay procedure.¿ procedure: ¿the old incision was opened and extended just a little bit above the umbilicus. Skin flaps were developed, completely exposing the mesh and the rectus sheaths both on the right and the left. Several defects between the mesh and the fascia were closed with interrupted #1 prolene suture. Then the attenuated portion of the mesh was imbricated with interrupted #2 prolene suture. There was a weak area just above the mesh, extending up to the linea alba which had no mesh over it. Therefore I opted to cover the entire area with a piece of bard mesh. The bard mesh was secured circumferentially with a fascial stapler. Operative site was irrigated with copious amounts of gu irrigant. A 19 french drain was placed along the wound and brought out below the incision through a separate stab wound, sutured to the skin with 3¿0 silk, connected to a 100 c.c. Jackson-pratt reservoir. The subcutaneous tissue was approximated with interrupted 0 vicryl, skin margins stapled, dressings applied.¿ (B)(6) 2015: consultation. ¿status post incisional hernia repair x 5, chronic pain, neuropathy. Postop doing well, no nausea or vomiting, pain control adequate. Social: smokes 2 packs/day. Exam: obese. Abdomen: soft, slightly distended w/ bowel sounds.¿ (B)(6) 2015: discharge summary. ¿admitted following open repair of recurrent incisional hernia. Postoperatively she has done very well. Drainage is a little bit too much to remove the drain. It is little over 30 cc. Therefore it is left in place. Incision looks good. She will be seen back in the office next week to have the drain removed.¿ (B)(6) 2016: emergency department. ¿abdominal pain w/ history of hernia x 3 days. States dr. (B)(6) has done surgery for this before. Discharged home.¿ (B)(6) 2018: ¿chronic abdominal pain: multiple prior surgeries (appendectomy, cholecystectomy, hysterectomy, hernia repair) w/chronic generalized pain since. Reports mesh present. Smokes 3 cig/day for past 10 years. Psh: hernia repair x 5. Impression: chronic generalized abdominal pain.¿ conclusion: #1 gore® dualmesh® plus biomaterial ¿ unk. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. The instructions for use also warn ¿improper positioning of the smooth, non-textured surface adjacent to fascial or subcutaneous tissue will result in minimal tissue attachment. Persistent seroma may result.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: unk. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: missing records: a pathology report detailing analysis of the specimens collected during the (B)(6) 2013 procedure was not provided. On 08/08/18: willis-knighton health system. (B)(6). Office note. Hpi: chronic abdominal pain: multiple prior surgeries (appendectomy, cholecystectomy, hysterectomy, hernia repair) w/chronic generalized pain since. Reports mesh present. Hrt; estradiol since age 30 after hysterectomy. Smokes 3 cig/day for past 10 years. Psh: hernia repair x 5. Impression: chronic generalized abdominal pain. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added patient's medical history. H6: conclusion code remains unchanged. Additional patient code: 3191 (appropriate term/code not available) is being used for separation of the mesh. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2010: willis-knighton health system. Forrest wright, md. History & physical. Chief complaint: hernia. Present illness: patient did heavy lifting about 1 month; felt sharp pain. [Illegible] abdominal wall hernia. Options discussed and patient elects for hernia repair. Exam: abdomen; soft, [illegible] lower abdominal wall without [illegible]. Impression: ventral incisional hernia. Plan: repair recurrent hernia. [Nurse reviewer note: handwritten note, mostly illegible.] (B)(6) 2010: willis-knighton health system. Forrest wright, md. Post-operative note. Pre/postop diagnosis: ventral hernia, recurrent, incisional. Procedure: repair incisional hernia. Findings: left mesh disruption. Specimen removed: yes, sack. Complications: no. Blood loss: less than 50 cc. Drains/implants: none. (B)(6) 2013: willis-knighton health system. [Illegible]. History & physical. Present illness: new area of swelling left lower quadrant abdomen. Hernia-options and risks discussed, opts for repair. Exam: abdomen; soft, left lower quadrant 2-2 ½ cm defect left of [illegible]. Impression: ventral hernia. Plan: hernia repair. (B)(6) 2013: the delta pathology group, llc. Stephen p. Blanchard, md. Pathology report. Path #: s13-16396. Diagnosis: soft tissue, abdomen, excision: hernia sac containing mesh with associated foreign body type reaction. Specimen and source: hernia sac. Clinical information: ventral hernia. Gross examination: the specimen is received in a container of formalin labeled ¿robin w. Basinger, hernia sac¿ and accompanied by a requisition labeled ¿robin w. Basinger, hernia sac¿. The container is opened to reveal fragments of purple tan, fibro-membranous cauterized tissue with attached fat aggregating 5 x 5 x 4.5 cm. Sectioning reveals blue plastic mesh material within some of the tissue. Representative sections are submitted in a single cassette. (B)(6) 2013: willis-knighton. Parris dipaul, rn. Discharge instructions. Discharge diagnosis/complications: none. Activity: no driving, lifting, climb. Skin: abdomen, mid abdomen with island dressing and abdominal binder. Jp drain to abdomen. Keep dressing, abdominal binder in place. Empty drain as needed; call if output greater than 200 ml per day. Follow up w/ dr. Wright monday, 04/15/13. (B)(6) 2013: willis-knighton health system. Forrest wright, md. History & physical. Recently fell [illegible] and old [illegible] abdominal tender, swelling. Now with [illegible]. Repair asap. History: asthma. Exam: abdomen; [illegible] tender in mid abdomen, no red. Hernia; about 3 cm defect. No erythema. Impression: incisional hernia. Plan: repair incisional hernia. [Nurse reviewer note: handwritten note; mostly illegible.] (B)(6) 2013: willis-knighton health system. Forrest wright, md. Post-operative note. Pre/postop diagnosis: ventral incisional hernia. Procedure: repair incisional hernia. Findings: left lateral hernia at dualmesh. Specimen removed: sack. Complications: no. Blood loss: less than 50 cc. Drains/implants: 1; 19 french. (B)(6) 2013: the delton pathology group, llc. Richard j. Blanchard, jr., md. Pathology report. Path #: s13-29985. Diagnosis: incisional hernia, tissue from repair: benign fibrofatty tissue, consistent with hernia sac, with fibrosis and focal foreign body reaction. Specimen and source: hernia sac. Clinical information: incisional hernia. Gross examination: the specimen is received in a container of formalin accompanied by a requisition both labeled ¿robin basinger, hernia sac.¿ the specimen consists of multiple pieces of fibro-membranous and fatty soft tissue demonstrating an aggregate measurement of 5.5 x 4.0 x 1.2 cm. Representative section is submitted in a single cassette. (B)(6) 2013: willis knighton medical center. Brian dillon, md. Emergency department physician documentation. Presents w/ abdominal pain that is diffuse, positive fever. Recently admitted to willis knighton, discharged earlier this week, for similar complaints. Reports hernia surgery monday. Exam: abdomen; jp drain to left lower quadrant w/ serosanguinous fluid, bowel sounds diminished all 4 quadrants; no mass, rebound tenderness, involuntary/voluntary guarding, hepatosplenomegaly appreciated; firm. Wt. 150 lbs., pain 10/10. Symptoms markedly improved after treatment. Dr. Forrest wright, md will see in office tomorrow. Discharged home in stable condition. [Missing records: records from ¿dr. Forrest wright, md will see in office tomorrow¿ were not provided.] (B)(6) 2013: willis knighton medical center. Brian t. Dillon, md. Emergency department physician documentation. Presents w/ abdominal pain left lower quadrant; positive nausea, vomiting. Pain described as spasm; has not experienced similar symptoms in past. States last surgery was a month ago, had mesh implanted. Abdomen/gi: scars noted in mid-abdomen, bowel sounds normal all quadrants, tenderness along midline incision; left lower quadrant greater than midline incision; mass, rebound tenderness, involuntary/voluntary guarding, hepatosplenomegaly, hernia not appreciated. Impression: acute abdominal pain. Discharged home, condition stable. Prescription for tylenol-codeine #3. Follow up james may tomorrow. [Missing records: records from ¿follow up with james may tomorrow¿ were not provided.] (B)(6) 2014: willis knighton medical center. Fran banta, rn/katie pearson, rn. Emergency department nurse notes. Presenting complaint: states ¿I have had several hernias and repairs, I am suppose [sic] to see dr. Wright for one tomorrow. I need it looked at today, I am just hurting too bad.¿ ¿friday, I coughed and bent over and I felt something pop. I have had a hernia repair before with mesh, I hope it hasn¿t come loose.¿ pain: pain right and left upper quadrant; radiates to periumbilical area, 8/10 on pain scale. Pain began thursday, worsening w/ time. Aggravated by cough. Current management is norco; ineffective. Assessment: pain in abdomen, sharp; began yesterday after sneezing. Aggravated by increased activity, touch. Noted to be guarding. Also complains of nausea, diarrhea, constipation. Abdomen: obvious multiple old surgeries, tender to palpation x 4 quadrants. Discharged home. (B)(6) 2014: willis knighton medical center. John reeves, md. Emergency department physician documentation. Presents to emergency department w/ complaints of abdominal pain left upper quadrant; began suddenly 3 days ago. Has experienced similar episodes in past. Apparently diagnosed w/ abdominal hernia. States on friday, coughed and heard pop, then pain began. History of 4 abdominal hernia repairs. States appointment tomorrow w/ dr. Moore. Exam: abdomen; appears normal, distention not seen, bowel sounds active all quadrants, mild abdominal tenderness in left upper quadrant; mass, rebound tenderness, involuntary guarding not appreciated, no hepatosplenomegaly. Wt. 147 lbs. Impression: abdominal pain, hernia abdominal-possible. Discharged, stable condition. Follow up forrest wright tomorrow. [Missing records: records from ¿follow up with forrest wright tomorrow¿ were not provided.] (B)(6) 2015: willis-knighton health system. [Illegible]. History & physical. Recurrent incisional hernia x 4. Previous operations: hernia x 4, total abdominal hysterectomy, appendectomy, back. Abdomen: incisional defect left lower quadrant. Diagnosis: incisional hernia, recurrent. (B)(6) 2015: willis-knighton medical center. Karla trettin, md. Consultation. Status post incisional hernia repair x 5, chronic pain, neuropathy. Postop doing well, no nausea or vomiting, pain control adequate. Social: smokes 2 packs/day, occasional alcohol. Surgical history: cholecystectomy, lower abdominal history. Exam: obese. Abdomen; soft, slightly distended w/ bowel sounds. (B)(6) 2016: willis knighton medical center. Katie pearson, rn. Emergency department nurse notes. Abdominal pain w/ history of hernia x 3 days. States dr. Norwood has done surgery for this before. Wt. 159 lbs. William norwood, md is referral physician. Discharged home. [Missing records: records from referral to willian norwood, md were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional patient medical history. Codes 4118/3221 - product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 11/09/2010, including records for alleged initial dual mesh implant in 2007, were not provided. On (B)(6) 2010: operative report. Pre/post-op diagnosis: ¿recurrent incisional ventral hernia¿. Procedure: ¿repair of recurrent incisional hernia¿. Complications: none. Procedure in detail: ¿a 10 blade was used to make an incision through the skin and subcutaneous tissues, carried down to the level of the previously placed dualmesh. The mesh was dissected free from its anterior subcutaneous tissues and the lateral aspect of the mesh was disrupted from the fascia and there was obvious defect. When the entire mesh was cleared anterior and posterior omentum was freed. The fascial defect was visualized and it was felt that approximation of the fascia and the mesh could be carried out with a #1 prolene suture. This was done in a running fashion with care not to incorporate the intra-abdominal tissues. Sutures were tied, antibiotic irrigation was used. Subcutaneous tissues were approximated with 2-0 vicryl interrupted and running sutures. Skin was approximated with the skin staples. The patient tolerated the procedure well, taken to the recovery room in stable condition.¿ a pathology report detailing analysis of the specimens collected during the on (B)(6) 2010 procedure was not provided. Records between 11/09/2010 and 4/11/2013 were not provided. On (B)(6) 2013: operative report. Pre/post-op diagnosis: ¿ventral incisional hernia¿. Procedure: ¿repair of ventral incisional hernia with dualmesh¿. Complications: none. Procedure in detail: ¿a 10 blade was used to make an incision overlying the area of palpable defect left to the umbilicus through the previous skin incision. Dissection was carried out through the skin and subcutaneous tissue. Small bleeders were coagulated. Dissection was carried down to the hernia sac which was opened. The sac was dissected free and it was found to be between the edges of the previously-placed dualmesh and the fascia. There was a significant amount of adhesive process involving the mesh and the anterior abdominal wall. Upon freeing up the hernia sac from the fascia and mesh, separate continuation of the defect inferiorly was found. A bridge of fascia was divided and the entire defect was connected. The adhesions were taken from the undersurface of the mesh and the fascia until the new portion of dualmesh could be placed. It was put in position and sutured with 0 prolene running suture circumferentially with intermittent 0 ethibond interrupted sutures. When the mesh was in place with no bleeding and no tension and carried out to incorporate the intraabdominal tissues, the sutures were tied. The wound was irrigated with antibiotics. A drain was placed and brought out laterally. The subcutaneous tissues were approximated with skin staples. Drain was sutured with 2¿0 silk to the skin. Patient tolerated the procedure well and was taken to the recovery room in stable condition.¿ on (B)(6) 2013: post-operative note. Preoperative diagnosis: ventral incisional hernia. Postoperative diagnosis: same. Procedure description: repair ventral incisional hernia. Findings: 2 defect l lat. Specimen removed: yes. Complications: no. Blood loss: 100 c.c. Drains and implants: gore® dualmesh® plus biomaterial ref catalogue number: 1dlmcp05, lot batch code: 9991922. W.l. Gore & associates al0563-ml1.¿ the records confirm a gore® dualmesh® plus biomaterial (1dlmcp05/9991922) was implanted during the procedure. A pathology report detailing analysis of the specimens collected during the on (B)(6) 2013 procedure was not provided. On (B)(6) 2013: operative report. Pre/post-op diagnosis: ¿ventral incisional hernia¿. Procedure: ¿repair of ventral incisional hernia¿. Complications: none. Procedure in detail: ¿through the previous lower abdominal incision, an incision was made with a 10 blade through the skin and subcutaneous tissue. Small bleeders were cauterized, and dissection was carried down to the previously placed dualmesh. The dualmesh was separated until an area of the lateral edge was free, consistent with the acute injury that the patient had sustained from the recent fall associated with sudden swelling in the presence of the left lateral hernia. At this time, the mesh was dissected out circumferentially. It was separated from the previous placement site in the midline and also left lateral abdomen. Adhesions were taken down. The hernia sac was separated and dissected free, and when the fascial edges were completely free, a suture of #1 prolene was placed, and the mesh was sutured to the fascia laterally. This was carried around to the lower midline and then sutured to the remaining previously placed mesh medially. When this was done, the defect was felt to be adequately closed. There was no bleeding. Care was taken not to incorporate the intrabdominal tissues. The wound having been irrigated, a 19 french fluted drain was placed over the mesh and brought out laterally. Subcutaneous tissue was approximated with a skin stapler. Drain was sutured with 2¿0 silk to the skin. Patient tolerated the procedure well and was taken to the recovery room in stable condition.¿ a pathology report detailing analysis of the specimens collected during the on (B)(6) 2013 procedure was not provided. On (B)(6) 2015: operative report. Pre/post-op diagnosis: ¿ventral incisional hernia¿. Procedure: ¿open repair of a recurrent incisional hernia¿. Operative findings: ¿the patient had a recurrent incisional defect below and to the left of the umbilicus. A portion of the defect was created by attenuation of the mesh. There were also several defects and [sic] the lateral fascia wall. There was also an umbilical defect. I used a 10 by 24 piece of bard mesh in an on-lay procedure¿. Procedure details: ¿the old incision was opened and extended just a little bit above the umbilicus. Skin flaps were developed, completely exposing the mesh and the rectus sheaths both on the right and the left. Several defects between the mesh and the fascia were closed with interrupted #1 prolene suture. Then the attenuated portion of the mesh was imbricated with interrupted #2 prolene suture. There was a weak area just above the mesh, extending up to the linea alba which had no mesh over it. Therefore I opted to cover the entire area with a piece of bard mesh. The bard mesh was secured circumferentially with a fascial stapler. Operative site was irrigated with copious amounts of gu irrigant. A 19 french drain was placed along the wound and brought out below the incision through a separate stab wound, sutured to the skin with 3¿0 silk, connected to a 100 c.c. Jackson-pratt reservoir. The subcutaneous tissue was approximated with interrupted 0 vicryl, skin margins stapled, dressings applied. She tolerated the procedure well and she was returned to the recovery room in satisfactory condition.¿ on (B)(6) 2015: discharge summary. Admitted: on (B)(6) 2015. Hospital summary: ¿[the patient] was admitted following open repair of recurrent incisional hernia. Postoperatively she has done very well. Drainage is a little bit too much to remove the drain. It is little over 30 cc. Therefore it is left in place. Incision looks good. She is ambulatory. Vital signs look good. She is released with the usual postoperative instructions, dietary instructions, medication instructions. She will be seen back in the office next week to have the drain removed. Admitting diagnosis: recurrent incisional hernia. Operative procedure: open repair of recurrent incisional hernia with mesh. Complications: none.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on an unknown date in 2007 whereby a gore® dualmesh® biomaterial was implanted. It was reported to gore that the patient underwent an unknown hernia repair on (B)(6) 2013 whereby a gore dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2010, and (B)(6) 2013, additional procedures occurred whereby the gore device was explanted. The following was reported: "(B)(6) 2010 - required surgery to remove mesh and correct defect from "disrupted" mesh that caused defect. (B)(6) 2013 - surgery to repair ventral defect and take down adhesions from gore dual mesh still in patient's body. Significant adhesions were taken down from the mesh and the hernia sac was found between the mesh and the fascia. Repair was made with a new gore dual mesh. (B)(6) 2013 - surgery was again required to remove gore dual mesh and make a further repair of ventral defect. Adhesions to the mesh were noted and the mesh was noted as having been "separated from the previous placement site." It was reported the patient alleges the following product deficiencies: strict products liability, negligence, implied and express warranty, fraud, fraudulent concealment, punitive damages, loss of consortium. Additional event specific information was not provided.